Manufacturer narrative:
The reported issue of challenges with air in line alarms while using an equashield could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
A customer reported challenges with air in line alarms when using equashield which is placed at the distal end of a secondary set. The issue was related to dead space of air that could not be primed greater than 250mcl. The customer was advised to contact bd regarding system configurations for air in line settings. A filter was suggested.